Manufacturer narrative:
(B)(4). Batch#: t94v0v. Attempts were made to obtain the following information but no further information is available: did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped? Investigation summary: the device was returned with the upper jaw detached not returned and I blade upper tip lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during an unknown procedure the device did not work. No patient consequence, procedure was completed using alternative product.